Manufacturer narrative:
The product associated with this complaint investigation was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous applicable nonconformance(nc) investigation has been completed. The investigation revealed that the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. Height: (B)(6).

Event description:
End user reports skin issue under wafer which began a couple of months ago that started with an entire body rash, then within a few days the rash spread under the wafer. End user reports the rash under the wafer is red, bumpy and itchy. It was further reported there have been reddened areas with some weeping at times. End user saw dermatologist and was prescribed triamcinolone cream 1%, doxepin 10 mg and doxycycline 100 mg, as well as over the counter hydroxyzine 25mg three times daily. Dermatologist has not been able to diagnosis or determine cause of rash.